Manufacturer narrative:
A ge rep evaluated the system and determined the image intensifier needs to be replaced. Parts unavailable, system cannot be repaired.

Event description:
Customer reported poor image quality. No pt injury was reported.